Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment. Analysis of treatment data recorded by the system revealed nothing unusual. There were no device performance or user issues observed that would cause the symptoms.

Event description:
Clinic reported a patient who developed a burn with necrosis in the right axilla and scarring in both axillae 1 month 2 days post miradry treatment. Treatment for the burn was prescribed but the method or medication is unknown. Continue to monitor the patient's recovery.

Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment. Analysis of treatment data recorded by the system revealed nothing unusual. There were no device performance or user issues observed that would cause the symptoms. Age and weight requested.

Event description:
Clinic reported a patient who developed a burn with necrosis in the right axilla and scarring in both axillae 1 month 2 days post miradry treatment. Treatment for the burn was prescribed but the method or medication is unknown. Update: clinic reported patient's symptoms resolved by 5 months post-treatment.